Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a suspected infection. Symptom of low grade fever for several weeks was noted. The patient underwent a system explant procedure and the physician confirmed that there were no signs of infection.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had a possible infection. Symptoms of fever for several weeks were noted. The patient underwent a system explant procedure and the physician confirmed that there were no signs of infection.

Manufacturer narrative:
Sc-8216-50 (sn: (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had a possible infection. Symptoms of fever for several weeks were noted. The patient underwent a system explant procedure and the physician confirmed that there were no signs of infection.